Event description:
As reported by the edwards field clinical specialist, four days post successful transcatheter aortic valve replacement (tavr), the patient experienced hypotension and bradycardia. Consequently a permanent pacemaker was implanted. The patient is stable and will be discharged.

Manufacturer narrative:
Per the instructions for use, arrhythmias/conduction system injuries (defects) are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Bradycardia is often associated with damage to heart tissue due to underlying heart disease. Other factors that could contribute to the onset of conduction defects and bradycardia include increased age, smoking, high cholesterol, previous heart surgery, psychological stress or anxiety, electrolyte disturbances, and certain medications (i.e., beta-blockers, calcium channel blockers). The root cause for the reported bradycardia in this case cannot be confirmed, however, in addition to the procedure, the patient's underlying comorbidities (chf, cad, and hyperlipidemia) and advanced age may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required.